Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with the return of device. Failure event observed during analysis. Final analysis found that an insulation abrasion, breached the outer insulation and exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.